Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient experienced loss of stimulation. It was indicated that the therapy was on but patient did not feel stim. Patient was increased stim during the call and reported she could feel stim. It was noted that patient was feeling mild stim but was not feeling any at the time of call. The patient was trained under anesthesia. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.